Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) had a swollen battery, which then caused the screen to become loose and glitch. The pdm was not actively plugged in charging at the time of the event, but the patient did confirm they use the insulet supplied charging cord when charging. Due to these issues, the patient was unable to use this pdm anymore. The patient¿s blood glucose rose to above 300 mg/dl. The patient did not require medical intervention and a replacement device was provided.